Event description:
Information was received that a smiths medical cadd legacy plus pump had an issue. Peds patient on blincyto came in for a pump change. The pump said that 96.85ml was given, reservoir volume was 180.2ml with rate at 5ml/hr. We expected 240ml to be administered. No adverse patient effects were reported.